Manufacturer narrative:
The investigation found the customer was not using the recommended calibration scheme regularly. The calibration and qc data shows a high fluctuation which is an indicator of standard handling issues. The investigation determined that during a field service engineer (fse) visit after the customer was using the recommended calibration scheme the calibration results were acceptable. The qc was still showing some fluctuation but no root cause could be determined. The issue has improved after using the recommended calibration scheme. The root cause was determined to be operator handling issues.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ise indirect na (sodium) and k for gen.2 results on the cobas 8000 ise module. The customer stated that all of the electrodes were new, calibrators were fresh, and calibrators were not pooled. The customer provided data for multiple samples tested on three cobas 8000 ise modules. It was not known which cobas 8000 ise module (B)(4). Of the data provided one patient had erroneous sodium results. Please see the attachment to this medwatch for relevant erroneous patient data. It was asked but not known if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number and expiration date was requested but not provided. The customer provided new and installed electrode lot numbers d3947 and d33932. It was unclear which assay these electrodes were associated with. (B)(6).